Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc) and high pacing thresholds, suspected to be due to lead displacement caused by an abrupt arm movement. Subsequently, the patient underwent revision surgery, during which the rv lead was explanted and replaced. No additional adverse patient effects were reported. This rv lead has not been received for analysis.